Event description:
It was reported that during use the right ventricular (rv) lead exhibited high thresholds. The rv lead was re-programmed, remained in use, and subsequently inactivated and replaced with a different lead. No patient complications have been reported as a result of this event.